Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the rv lead exhibited a high sensing integrity counter (sic) count. It was noted that the ra lead exhibited multiple impedance spikes.

Manufacturer narrative:
Continuation of d10: 5076-58 lead implanted (B)(6) 2024; w1dr01 ipg implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads fractured, exhibiting high impedances and thresholds as well as oversensing noise on both leads. There was also a rv lead polarity switch. The physician suspects the fractures could be due to tight tie down of sutures over sutures sleeve. The patient underwent a laser lead extraction of both leads with replacement leads implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads fractured, exhibiting high impedances and thresholds as well as oversensing noise on both leads. There was also a rv lead polarity switch. The physician suspects the fractures could be due to tight tie down of sutures over sutures sleeve. The patient underwent a laser lead extraction of both leads with replacement leads implanted. No patient complications have been reported as a result of this event. It was noted that the rv lead exhibited a high sensing integrity counter (sic) count. It was noted that the ra lead and rv lead exhibited multiple impedance spikes.

Manufacturer narrative:
Corrected b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.